Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was 263 mg/dl at the time of the incident. The customer¿s current blood glucose was 78 mg/dl. The customer reported via phone call that he was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The patient was not receiving insulin from the insulin pump. The customer experienced symptoms such as difficulty breathing due to chronic obstructive pulmonary disease. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. During troubleshooting there were no set, site, or reservoir issues noted. A high pressure test was not performed. The insulin pump will not be returned for analysis.